Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the sample probe, sample syringe and the sample valve to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous low patient results for multiple chemistries on the dxc 700 au analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event. Quality control was within the laboratory¿s established ranges prior to event.